Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site),g3 , g6, h2, h3, h6(type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. Corrected data: e1 (occupation). A getinge field service engineer (fse) evaluated the unit and verified the issue and was able to perform a touchscreen calibration which resolved the issue. All functional and safety checks are meet to factory specifications were performed and returned to use.

Manufacturer narrative:
Due to character limitation, below field are added from e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump's touchscreen was unresponsive. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, e1 (event site telephone), g3, g6, h2, h11. Corrected fields: d10.

Event description:
N/a.